Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure for an adrenal mass not amenable to percutaneous biopsy, towards the end of the procedure when the adrenal specimen was being removed, the patient sustained an injury to the vena cava, causing bleeding. The target was a small vein off the vena cava to the adrenal. The vessel sealer extend (vse) instrument was used to seal small bleeding edge of the adrenal vein, which started to bleed after sealing. Bipolar energy was used to address the bleeding, the seal from the vse then burst while bipolar energy was applied. A vascular surgeon was called to assist with the bleeding. The procedure was converted to an open approach. Estimated blood loss was 4 liters. Blood products were administered. The vascular surgeon was able to stop the bleeding and repair the vena cava with suture. The vse was reported to not be responding as expected to normal finger motion from the master tool manipulator (mtm); the instrument was reseated into the universal surgical manipulator (usm), and the issue was "somewhat better". It reportedly took an unusual amount of time for the vse to function and auto stop. The sealing activation of the vse was noted to be longer than normal; it was confirmed that there was an audible continuous tone while the pedal was pressed. There were no seal complete tones. The patient was stable and observed in the hospital and was reported to be recovering well. It was unknown if the vessel sealer would be returned.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument for failure analysis investigation. Log review type for the vessel sealer extend instrument shows it was installed 7 times across two universal surgical manipulators (usms) (first 6 installs on usm 3 and 7th install on usm 1). This instrument performed 51 energy activations (46 seals and 5 coag/bipolar activations) in total, with no high impedance sealing errors in the logs. The instrument had 32 successful cuts and 0 exposed blade or tissue too thick errors. Logs do not show any errors related to the use of this vse.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: a video clip of the procedure was provided by the customer. A review of the video found that after installation of the vessel sealer extend (vse) instrumenton the da vinci system it was used for approximately 14 minutes for coag and seal functions. A suction irrigator was then used to retract the vessel which appeared to cause minor bleeding. A fenestrated bipolar forceps (fbf) instrument was used to apply energy to the small bleeding, after which the bleeding increased. The surgeon grasps the bleeding vessel with the fbf instrument and uses the suction irrigator to suction the blood. For approximately 5 minutes the surgeon attempts to suture the vessel injury using needle drivers, when there appears to be another bleeder, separate from the one they were attempting to suture. The vse instrument was then reintroduced to seal the bleeder, and a laparoscopic suction irrigator was used to suction the blood. Another bleeding event from what looks like a vessel different from the previous 2 bleeders is then observed. The surgeon grasps that vessel with the vse instrument and all the other instruments are removed. The sequence of events from the initial minor bleeding from retraction with the suction irrigator to the clamping of the final vessel lasts approximately 31 minutes.

Event description:
Refer to h11 for follow-up information.